Event description:
As reported by a health care professional, the cashmere coil (src14061520/p11040) was found broken upon opening the inner box. The customer discarded the product. It is unknown when the damage to the coil occurred and the details on the damage to the coil are unknown. Patient or procedure information is unknown. There were no adverse events reported. The complaint product is discarded.

Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. Patient details unknown. Date of event is unknown. (B)(4). Concomitant devices used in the procedure unknown. The cashmere coil will not be returned; therefore the root cause of the device found broken upon opening of the inner box cannot be determined. A review of the manufacturing documentation associated with this lot (p11040) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a health care professional, the cashmere coil (src14061520/) was found broken upon opening the inner box. The customer discarded the product. It is unknown when the damage to the coil occurred. There were no adverse events reported. The complaint product is discarded.